Manufacturer narrative:
Findings: motor error alarm during rewind due to motor encoder signal out of phase. Unable to verify e70 alarm in the alarm history due to motor error alarm during rewind. Unable to perform the displacement test due to motor error alarm. Pump received with cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during a bolus delivery. Customer's blood glucose was 120 mg/dl. The customer tried to give herself a bolus. The customer stated that the drive support cap appears normal. The customer stated that the device was not exposed to strong magnetic field. The customer reported an e70 alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.